Event description:
After previous clip applier failed, 2nd device was used. First clip fired and then proceeded to jam. Surgeon removed applier and finished procedure with 3rd applier (w/o incident. No pt harm.) Reference mw5056833.